Event description:
It was reported that there was potential a of thermal event.

Manufacturer narrative:
Manufacture date is not known. Alleged failure: "I have 2 light cords that (B)(6) safelight cable remaining on when disconnected from the scope. Salesforce case number (B)(4)" conclusion: probable root cause likely due to damaged or faulty reed switch. The product was returned for investigation and the failure(s) identified is consistent with the complaint record. Failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was potential of a thermal event.